Manufacturer narrative:
The device history records for the hdf-3500 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 3rd december 2018. Stress on the membrane tail due to excess silicone. Upon receipt the chest icon leds failure to illuminate, as per the reported fault. The fault was attributed to excess silicone on the membrane tail and upper case, which had positioned the tail around a tighter bend. This had placed additional stress on the tracks, resulting in an intermittent connection on track 3 . As the operation of the chest icon leds was verified during final unit test, it is likely that the fracture had developed after this time due to additional stress at the bend. The issue shall be further investigated under nc (B)(4). It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
No leds lit when switched on. There was no patient involved in this event